Event description:
The customer observed biased results and condition codes on the vitros dt60 analyzer. Biased results could lead to inappropriate physician action. There was no report of patient harm as a result of these events.

Manufacturer narrative:
This semi-annual report covers nineteen malfunction mdrs, covering the period july 1, 2006 to december 31, 2006, as agreed upon for asr e2005014 under the modified summary reporting program. Troubleshooting determined these events to be consistent with a user-induced slide tracking error. User error was the cause of these events.